Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 256 mg/dl. Reportedly, the pump was being worn against the skin. Recommendation was made to use a pump cover.